Event description:
Boston scientific crm received info that during a system extraction due to infection, the helix of this dextrus right ventricular lead would not retract. The lead was eventually explanted by rotating the entire lead body. No adverse pt effects were reported. Implant, explant and event dates were not made available.